Event description:
The customer reported a tandem mobi cartridge alarm and was experiencing difficulties with the app during the cartridge load process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initially, the customer struggled to understand how to force close the app and planned to call back later. Upon follow-up, the customer completed troubleshooting with technical support, who guided her through removing the cartridge and delivering a bolus, which successfully resolved the issue, allowing her to reload the cartridge and resume insulin therapy.